Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection identified the device had a white screen on power up which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was observed on power up of the device. The cause was determined to be a failed processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. The user attempted to power down the device and the white screen persisted. There was no known patient injury or medical intervention associated with this event. No additional information is available.